Event description:
Procedure: radiofrequency ablation. The report states that a few minutes into the procedure, water leakage occurred at the connection of the needle. The needle was exchanged and the procedure was completed.

Manufacturer narrative:
Additional MFR narr.